Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information.there was no sample returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified . The device history record reviews do not point to a root cause because the product released met manufacturer's acceptance criteria. Because there was no sample returned the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar valves began to leak noted upon instrument insertion during a vitreoretinal procedure. There was no patient harm. A product sample was requested for this event.